Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the audio bolus button was under responsive. There was no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 9/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 8/29/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked. Unrelated to this issue, it was observed that the bolus button was missing therefore the investigation was unable to test it. (B)(4).